Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies of corrosion and/or wear and/or lubrication as well as the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the telemetry, the pump logs indicated that the rotor had stopped and it was not possible to reactivate it. The critical alarm was turned on. It was further reported that the pump had stalled several times with recoveries. These were reported as short in duration. Reportedly, there was also the message in the pump was that it could be possible that the internal tube was damaged. A rotor test was recommended, the pump recovered the function but then stalled again. The stall ultimately had not recovered and therefore the pump was explanted and replaced. The cause of the stalls was not determined. The patient did experience underdose symptoms including hypotension as the critical alarm was turned on. The symptoms were controlled in the hospital. No patient harm was reported. However, now with the new pump the patient was currently receiving effective therapy. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.